Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that, 1 year and 11 months after the dental implant was installed in intraoral region #24, its loss of osseointegration was observed. Seventy ncm of primary stability was achieved and immediate load was performed. The patient presented bone type I.